Event description:
It was reported that during an atrial flutter ablation treatment procedure, the generator malfunctioned. During the procedure, the physician was using an ept1000xp generator to perform ablation. The physician stopped ablation by taking pressure off of the foot pedal and the system stopped. The console turned back on unexpectedly. During fluoro it was noticed that the system displayed an all 8's error message and they were unable to manually stop the delivery of rf. Rf delivery stopped on its own after a few seconds. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during an atrial flutter ablation treatment procedure, the generator malfunctioned. During the procedure, the physician was using an (B)(4) generator to perform ablation. The physician stopped ablation by taking pressure off of the foot pedal and the system stopped. The console turned back on unexpectedly. During flouro it was noticed that the system displayed an all 8's error message and they were unable to manually stop the delivery of rf. Rf delivery stopped on it's own after a few seconds. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified extensive physical damage to the generator upon initial receipt at stellartech. The upper rear corner of the enclosure was dented due to apparent physical impact. When the generator was tilted, loose items were heard rattling inside. The top cover of the generator was removed to assess the damages before attempting to power on the device. Internal visual inspection noted broken nylon standoffs, loose screws securing the rf board's heat sink, and damage to the 40 pin ribbon cable which conjoins the rf board, cpu board, and isom board. When powered on, the generator failed power-on self-test (post) and displayed all 8's on the front panel. The root cause of the post failure was attributed to the device's rf board. After replacing the rf board with a known good rf board, the generator passed post. Stellartech re-installed the original rf board into the device and the generator again failed post. The generator was then connected to the xp apm test fixture with a 100 ohm load and foot switch attached. It was left in this state for 1 hour while monitoring the device for any unexpected rf delivery. During this testing, the device displayed all 8's, but there was no occurrence of unexpected rf delivery. The known good rf board was then re-installed into the generator to verify that the customer's complaint was not attributed to other internal factors associated with the generator. The generator was connected to the xp apm test fixture and foot switch. Testing included rf delivery for 2 minutes after which it was placed in standby by releasing the foot switch. While in standby mode for 1 minute, the generator was bounced around on the bench and its internal rs232 cable was wiggled. During this time, there was no occurrence of unexpected rf delivery. This cycle was repeated three times during which no unexpected rf delivery occurred. Following the above product analysis and investigation, the generator was found to pass all performance criteria of its final test procedure with the known good rf board installed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. During analysis there was no occurrence of unexpected rf delivery during testing of the generator at stellartech. Therefore, the complaint could not be confirmed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.